Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was damaged. No additional information was available. Several attempts by the customer support to follow-up on the matter with the reporter were unsuccessful. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue remained unresolved.

Manufacturer narrative:
Follow-up #1: date of submission 07/17/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 07/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. No evidence of damage was observed with the display. The pump powered up with the appropriate audible and vibratory features. The investigation was unable to verify the reported damaged display complaint. Related to the display issue, it was observed that the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.